Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 461 mg/dl. The customer reported blood glucose levels higher than normal want to check to see if insulin pump is delivering. The customer treated the high blood glucose level with the insulin pump. The customer did not require emergency medical assistance. The customer did troubleshoot and found no issues advised to monitor the insulin pump and advise the healthcare professional. The insulin pump will not be returned for analysis.